Event description:
Pt admitted on flolan using pump provided. Discrepancy noted between rate pump was running and rate provided by provider as actual dose. In 2007, pt had received new pump from provider but did not realize pumps were set at default rate of 45 mg/day. Pump was not reprogrammed for pt's actual dose. Pt received 19 ng 1kg/min (45 ml/day) for 2 months instead of prescribed dose of 32 ngl kgl min (77 ml/day).